Manufacturer narrative:
Two opened slit knives with foam tip protectors along with one opened, empty blister package were received by manufacturing for the report of being dull. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. The returned samples were found to be conforming therefore, dull blades as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cutting instruments were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product's acceptance criteria. A complaint history examination indicates no additional complaints for the reported lot number for the reported complaint issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that multiple knives were noted to be dull during separate surgeries while performing cataract procedures. Alternate knives were obtained in order to complete each case. There was no impact to any patient. Additional information has been requested.